Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damaged power module (B)(6) streamline cable was unable to be confirmed. Per provided information, product was not returned for testing and there was no alarms or patients associated with the event. Log files were not submitted for review. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 4-¿system monitor¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module streamline cable was damaged. There was no patient involved, and no alarms associated with the event. A replacement streamline cable was requested.